Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted during an unknown emergent thoracic endovascular procedure on an unknown date. It was reported, an MRI technician called technical services to report the patient has reported that they have no feeling in their legs 4 days after thoracic stent graft surgery. There is no other additional information at this time.